Event description:
Three separate instances from this specific supply (bd vacutainer ultratouch push button blood collection set ref (B)(4), lot 2293205) and lot number of laboratory staff unable to deploy safety activator following patient blood draw drawing blood. The black triangle of the button to retract the needle is present, but no "click" is heard and the needle does not retract when the button is pressed, leaving the needle exposed for potential injury to staff and patients. Reference reports mw5148482, mw5148484.